Event description:
Medtronic rec'd info that this bioprosthetic aortic valve was abandoned at implant due to bleeding the occurred between the valve tissue and the dacron material. No adverse pt effects were reported.

Manufacturer narrative:
Results: device history review found the prod met specs when released for distribution. Analysis: the valve was returned in a specimen container wrapped in a disposable glove submerged in a tan/unk solution. Visual examination identified a tear in the right non-coronary inferior coaptive area measuring 6 mm in length. A second tear was identified in the left right inferior coaptive area measuring 12 mm in length. A 6mm x 4 mm piece of the cloth cover and tissue adjacent to the left right inferior coaptive appears torn off. The ross analysis shows that the acute bleeding was caused by the tearing between the valve tissue and dacron during the implant procedure. The leaflets are flexible and intact. Review of the process card shows that this device met mfg specs, including multiple inspections prior to release for distribution. Conclusion: the tears in the valve likely resulted in the reported bleeding. The tears most likely occurred during the implant procedure, given the size of the tears observed. The device was explanted and replaced without reported pt complication.